Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a balloon treatment procedure, a balloon rupture occurred. The target lesion was located in an aorto-femoral junction. A 12mm epic stent was deployed and post-dilation was attempted with the 16mm xxl balloon. Upon inflation the balloon 'broke and a hole was created once inflated'. The procedure was completed successfully with this device. No patient complications were reported.